Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during preparation, the navigation system with synergy cranial unexpectedly exited and remained on the blue screen when no command was being executed on the system. After a re-start, the system exited again when the plan screen was being shown although no command w as being executed on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initial testing found that there were 30 gb of patient exams showing up on the "patient" tab. The computer booted and ran normally during initial testing. The reported event could not be duplicated by medtronic personnel.software engineering review of the log files did not specifically indicate the cause of the unexpected exit. However, the symptoms were consistent with an existing software investigation for unexpected exits. This issue was documented in a medtronic navigation software anomaly tracking database.